Event description:
The pt felt a surging sensation at her paresthesia area when going through the security gates at the store. She had gone through them with the stimulator on and off. The pt was instructed to turn the stimulator off before entering the store and since then had been doing fine and had no further issues.

Manufacturer narrative:
(B) (4).